Event description:
It was reported that when setting up the cap, the yellow end became disconnected. It was not attached to the patient, but it resulted in another kit being opened. The operator of the device was a health professional. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one photo was provided by the customer to aid in investigation. In the second photo, it was visible that the yellow rotating collar was detached from the filter. Without the sample being returned, it was unable to be confirmed whether or not the securing ring was damaged. The disconnection was likely caused when the customer did not follow the instructions for use. No trend of similar customer complaints have been identified. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.